Manufacturer narrative:
Only the tb3 seat base was returned for evaluation. The seat back was not returned creating a great deal of uncertainty on the condition of the tb3 seat base/seat back interface. It appears that unknown stress at the tb3 seat base/seat back interface caused the channels slots to warp and widen allowing the slot block to pull through the channel slot. It is unknown what conditions led to this stress.

Event description:
Alleges putting chair into a recline position the backrest came off and threw customer backwards to the ground, and the backrest landed on him.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges putting chair into a recline position the backrest came off and threw customer backwards to the ground, and the backrest landed on him.